Event description:
The customer stated that she required treatment from paramedics due to low blood glucose. The reported blood glucose reading was 29 mg/dl. The customer stated that she felt like her blood glucose was low so she drank some juice and went to sleep. When she woke up her blood glucose was still low, so she drank more juice, but soon after lost consciousness. The customer stated that she declined to have the paramedics take her to the hospital and she was treated at the scene. Troubleshooting was performed and the insulin pump passed all of the required testing, including the displacement test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.